Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient's right atrial (ra) lead dislodged, as confirmed by chest x-ray, following evidence of loss of atrial pacing capture and abnormal sensing and lead impedance at a post-operative check approximately six weeks after implant. The ra lead was explanted and replaced two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.